Event description:
It was reported that the tip of the reamer irrigator aspirator (ria) shaft was noticed to have broken off. This was noticed while re-stocking a set after a case; no procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition is confirmed since the drive shaft was received with a portion of the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip. The risk assessment was found to not adequately address this complaint condition. One drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ a device history record review was performed. It was found that the device was manufactured in december, 2013 and there were no material record reports, non-conformance reports, or complaint related issues with this lot. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, partially broken off. The break is diagonal such that, when measuring from the distal transition of the drive shaft helix, the one side is the full intact length of 21.5mm and the low side is 7mm distal of the transition point. The broken half of the tip, approximately 14.5mm, was not returned. The balance of the device shows wear but is otherwise in good condition. Thus, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use when used and maintained as recommended. Therefore, the complaint condition was determined to not be the result of a design deficiency. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. The design is adequate for its intended use and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that criterion tool & die, inc. Manufactured the drive shaft assembly for ria, p/n 314.743, and lot #7404017 on po #(B)(4), for (B)(4) pieces delivered (B)(4) 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2013, and synthes final inspection sheet # 314if741, revision ¿m¿. The parts were released to the warehouse on december 12, 2013. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.